Event description:
The pt, a 3 y/o iddm, vomited "in the middle of the night" on 05/26. A fasting blood glucose test performed on the pt's one touchii meter at 8:30/a was 43 mg/dl. She was given orange juice which was immediately vomited. She was privately transported to the hospital at 9:15/a where a blood glucose result of ">500" was obtained in the ER. An IV of fluids was administered followed by insulin. The pt was admitted with a diagnosis of diabetic ketoacidosis and released 3 days later. The meter is not cleaned according to manufacturer's recommendations, a dry cloth is used to clean the meter optics. Quality control tests designed to detect potentially inaccurate results are not performed. In addition, the pt was in a dehydrated condition which, as stated in the products's instructions for use, can produce inaccurately low meter results.

Manufacturer narrative:
Co is unable to complete its investigation of the MDR incident listed above due to the fact that the meter was not returned to lifescan. Therefore, co has not been able to evaluate the meter to determine whether or not a device malfunction may have contributed to this event. Batch record review indicates no non-conformances in the mfg process. At this point, co considers this matter closed.